Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23apr2020.

Event description:
The customer reported exhaled tidal volumes are incorrect on vent. It is unknown if the ventilator was being used on a patient at the time that the error was discovered. The manufacturer¿s field service engineer (fse) confirmed the reported exhaled tidal volumes are incorrect on vent issue. The manufacturer¿s field service engineer (fse) replaced the exhalation flow sensor assembly. The fse noticed the loose heated filter exhalation assembly. The fse adjusted the exhalation assembly, verified inhalation, and exhalation pressures were within 2 cmh20 of each other, and verified proper volume delivery in user mode.

Manufacturer narrative:
G4: 13may2020, b4: 14may2020. There was patient involvement, but no one was harmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.